Event description:
Information received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician isolated the issue to the valve guide tube. The technician replaced the valve guide tube to repair the bed.